Manufacturer narrative:
(B)(4). Batch # m54p4d. Additional information was requested and the following was obtained: can you provide further detail on what happened during the event; on the synergy form it states "is it a potential adverse event: yes. Required intervention to prevent permanent impairment/damage."; did the device deliver any staples; if yes, were the staples formed properly: yes, delivered staples however not all formed or came out of cartridge; if yes, was the staple line complete: no; did the device cut; if yes, was the cut line complete; if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc: yes, no issue with jagged line. On which firing(s) did this event occur (1st, 2nd, 12th, etc.): unknown, believed to be 2nd; was there any patient consequence or change in the post-operative care of the patient as a result of the event: perforation of the bowel. Had to hand sew perforation; can you please clarify if the ileostomy was planned as part of the original procedure: planned, normally then reverse at a later date; or if the ileostomy was a result of the perforated bowel; if yes, is this temporary or will it be reversed: unk. The analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a proto colectomy and loop ileostomy, when the device 'misfired' causing an issue with the 'procedure a patient.' The surgeon carried out bottom end repair using sutures. The patient is stable.